Event description:
It was reported that patient presented for leadless pacemaker (lp) implant procedure. During procedure, after releasing the lp, it was noted that the lp had dislodged and remained in the atrium. The lp was retrieved and explanted during the same procedure. There were no patient consequences.